Manufacturer narrative:
Result: spindle.

Event description:
It was reported by service report that the patient right siderail will not latch. No patient involvement or adverse consequences are reported.